Event description:
The customer reported that the ventilator did not alarm when all the power sources were removed. The customer reported the device was not in use on pt.

Manufacturer narrative:
Pr#: (B)(4).